Event description:
It was reported to philips that the system was unable to start, stuck at 00:00. The system was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not able to start. Review of the system log file confirmed the malfunctioning in the flex vision pc as the host pc was not able to connect to the flex vision pc. Upon troubleshooting fse found that the internal battery in the flex vision pc was low. To resolve this issue, fse replaced flex vision pc. The defective flex vision pc was returned to philips for analysis and found the failed component is battery as the voltage was low 0.6v. After replacement, the system was returned to use in good working conditions. The codes were updated based on investigation outcome.